Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. A supplemental report will be submitted if provided. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis the service repair technician indicates that missing adhesive (ke45) at the distal end on the forceps cover, and a cement pinhole on the light guide lens was found. There was no patient involvement.